Event description:
It was reported that, a patient underwent a pectus implantation approximately 1 year and has experienced bar migration. No intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b4, b5,g3, g6, h2, h6, h11. The reported event was confirmed by review of x-rays. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: post-procedural changes of nuss procedure for pectus excavatum correction. On the follow-up image, the vertically oriented linear metallic portion linking the metallic bars on the right is displaced laterally in relation to the lower bar compared with the previous examination suggesting failure/discontinuity of the linking construct. The device history record was not reviewed as lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been provided or is available at the time of this report.